Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gel leak and "add gel" messages) was confirmed. As received, the belt failed the therapy electrode recognition test. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, causing an open connection in the rear pulse wires inside the dn, resulting in the reported "add gel" messages. The cause of the failure and reported alarms was the open connection. The cause of the open connection was the pulled cables. The root cause of the pulled cables was excessive force. No adverse event resulted from the damaged belt.

Event description:
A zoll distributor returned belt sn (B)(4) and reported that the electrode belt had a gel leak and was causing "add gel" messages.